Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that during test and calibration, the unit was found in need of repair. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The hose and 1 inch/2 inch/3 inch/4 inch width plates, were returned for evaluation. Product review of the air dermatome on (B)(6) 2019 revealed that the motor speed was below specifications and ran erratic. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. Repair of the air dermatome was performed on (B)(6) 2019 which included replacement of the needle bearing, reciprocating arm, dowel pins, planetary carrier, ball bearings, wave washer, motor sleeve, motor, internal retaining ring, spring seal, vespel bearings, and semi-circle bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number 300193466 dated december 9, 2019. While the returned product investigation confirmed that the air dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the needle bearing, reciprocating arm, dowel pins, planetary carrier, ball bearings, wave washer, motor sleeve, motor, internal retaining ring, spring seal, vespel bearings, and semi-circle bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during test and calibration, the unit was found in need of repair. There was no patient involvement. After investigation it was noted that the motor speed was below specifications and ran erratic. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. No adverse events were reported as a result of this malfunction.